Event description:
Failed rny from (B)(6) 2002 - gained back 60 lbs. Bariatric surgeon diagnosed roux statis syndrome. Underwent partial small bowel resection in (B)(6) 2009 weighed (B)(6) at surgery. Surgeon expected me to lose about 30 lbs. Ethicon surgical mesh implanted to keep the pouch from stretching out again. Developed marginal ulcers, gastric and also duodenal and weight never stabilized lowest weight was (B)(6) lbs in (B)(6) 2012. Experienced severe pain, ongoing nausea and recurrent vomiting, extreme gastrointestinal reflux, extreme constipation and associated pain with bowel movement decreasing to about every 10-14 days, chronic dehydration and associated anemia, exhaustion, difficulty with daily functioning. Eventually could only consume liquids protein shakes and crackers. All symptoms increased over time. Caloric intake was often only about 400 - 500 cals/day. It was clear to me that the gastric pouch was not emptying. After numerous diagnostics, consented to surgery in (B)(6) 2012 to remove mesh implant. Stoma opening was very constricted due to excessive scarring from the mesh. Unable to remove "pick it out". The surgeon had to remove that section of my pouch in order to take out the implant. Dates of use: 2 1/2 years: (B)(6) 2009 - (B)(6) 2012. Diagnosis or reason for use: rny revision.